Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that when the system-1 booted up, it powered up in the dc battery mode even though the system was plugged into an ac outlet. The system was re-booted, plugged into another ac outlet, and again came up in the dc battery mode. After a 10-15 delay, an alternate device was employed. The user reported, the surgical procedure completed successfully, and there were no adverse consequences to the pt as a result of this event.